Event description:
It was reported that one tip of the da vinci harmonic ace instrument insert broke upon inserting into the trocar prior to starting a da vinci hysterectomy procedure. There was no patient impact. The broken piece was removed and the instrument insert was exchanged for backup instrument insert. On (B)(6) 2014, isi representative contacted the site and it was indicated that the a piece of the harmonic shears insert instrument broke off upon introduction into the patient. The piece was retrieved using a laparoscopic grasper, no additional or larger incisions were made. There was no patient harm. The planned procedure was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the blade of the harmonic insert broken off. The broken fragment was not returned with the insert. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the harmonic ace curved shears insert allegedly broke off into the patient and the fragment was retrieved with a laparoscopic grasper instrument during the same procedure.